Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem description (symptom): 1688 c.cu showing black image. Action taken at site (diagnosis): replaced new optical isolation cable. Final report: working fine job completed: yes. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack pendulum ch inertial measurement unit (imu), use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the 1688 ccu showing black image. Therefore, there was loss of image.

Event description:
It was reported that the 1688 ccu showing black image. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.